Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing was occurring on the right atrial (ra) lead while the patient was noted to be in atrial fibrillation. The lead remains in use. No patient complications have been reported as a result of this event.